Event description:
It was reported via repair work order that the brakes would not stay engaged due to worn brake cams. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation, it was also determined that the patient left side rail was not latching up due to a broken spindle spacer. The side rail was repaired and returned to the customer.

Event description:
It was reported via repair work order that the brakes would not stay engaged due to worn brake cams. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.